Manufacturer narrative:
The requested product was not returned, so a substantial investigation could not be carried out. Therefore, there was no product issue found. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Medwatch field d device other infor was updated. Medwatch h6 medical device problem code, type of investigation, and investigation conclusion were updated. The customer's strips were returned for investigation. The customer's meter was not returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Investigational testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results, and no questionable results were observed. The alleged issue could not be reproduced. The investigation determined that no product issue was found.

Manufacturer narrative:
One accu-chek inform ii meter + rf serial number was provided as (B)(6). The other meter serial number is unknown. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a questionable glucose result using the accu-chek inform ii test strips with the accu-chek inform ii meter + rf for one patient. The initial result at 12:05 am was 365 mg/dl. The result at 12:07 am on an unknown meter was 174 mg/dl. The result of 174 mg/dl is believed to be correct.